Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that sensor has stopped working after 2 days. The customer stated that insertion had hurt customer a lot, no blooding or bruising on site. The customer stated that second sensor from same lot has been working fine. The customer was advised that we are sending replacement sensor.